Event description:
As initially reported from a study, approximately 4 years 9 months post implant of a 23mm sapien 3 valve in the aortic position via transfemoral approach, the patient was seen at a clinic due to increased heart failure symptoms. CT scan and assessment revealed increased velocities/gradients across the valve and prosthetic valve failure.

Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information based on medical records. The following sections of this report have been updated: b7 (other relevant history, including preexisting medical conditions) and h10 (provide narrative/data). Additional information received via medical records indicated approximately 4 years 9 months post implant, the patient presented with a mean gradient of 51mmhg and an aortic valve area (ava) of 0.76cm2 indicating severe stenosis. In addition, moderate to severe aortic regurgitation was observed. The patient also had increased fatigue and shortness of breath (sob). The following month, the patient underwent a valve in valve (vinv) procedure with a non-edwards valve.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Medical records were provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, accelerated deterioration of the thv may occur in patients with an altered calcium metabolism. In addition, structural valve deterioration and device degeneration are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve degeneration/deterioration was confirmed based on provided medical records. A review of the DHR, lot history, and complaint history did not identify any manufacturing non-conformances that would have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve deterioration (svd) is listed as known potential risks associated with the device. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification is not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. As reported, 'the patient was seen at a clinic during an unscheduled visit due to increased symptoms and increased velocities/gradients across the valve. Computed tomography (CT) scan and physician assessment resulted in a diagnosis of prosthetic valve failure.' Review of the medical records revealed that the patient had 'thickening of the valve leaflets and wispy calcification along the anatomical left coronary cusp.' Furthermore, the patient had a history of coronary artery disease and atherosclerosis (buildup of lipids and cholesterol within native coronary artery walls). Studies have shown a correlation between the progression of calcifications in the coronary arteries and the aortic valve, suggestive of similar mechanisms of disease (e.g. Elevated ldl cholesterol etc.). In this case, available information suggests that patient factors (disease progression) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.